Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial pump training the ilet became unresponsive on the fill tubing screen and could not proceed past the prompt to confirm visible drops, preventing completion of the fill process. Symptoms included no clinical effects reported. Outcomes included no medical intervention, hospitalization, or long-term impact. Investigation included troubleshooting support and user education. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.